Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the monitor no longer turns on. There were no reports of patient harm.

Event description:
The customer reported that the issue occurred before procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. No image was displayed on the monitor after operating for a few minutes due to a faulty power supply switching regulator. Based on the results of the investigation, root cause is likely a faulty switching regulator which may have resulted from wear however, specific root cause could not be determined. Olympus will continue to monitor field performance for this device.